Event description:
It was reported that the device turned off by itself. The pt would then turn the stimulation back on. This event occurred multiple times per day and in any position. The pt was met for a reprogramming and education on positional changes. No surgical intervention was required. The pt was pleased with reprogramming changes. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).